Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had prime fill anomaly. The customer¿s blood glucose level was 204 mg/dl. The customer¿s other blood glucose level was 121 mg/dl. The customer report squirting on the infusion set after priming the tubing. The troubleshooting was performed for the prime anomaly. The device will not be returned for the analysis.